Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was experiencing critical battery alarms. Further investigation by the facility revealed the date and time was erroneous and could not be changed. The controller was exchanged by the facility and returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event. The root cause for the reported event was found to be a damaged internal component (i2c). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the controller showed a critical battery alarm. The incorrect controller time and date were observed through the controller log files and the nurse could not change these settings. A controller exchange was performed. The controller was removed from service and the patient was issued a replacement device. The controller was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.